Event description:
It was recently reported that on (B)(6) 2010, the patient had surgery to drain a cyst associated with inflammation, redness, pain and secretion at the implant site. The patient's issue has not resolved. Multiple treatments with antibiotics and steroids (types unknown) have been performed. The center will pursue surgery to explant the patient's device.